Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump gave a motor error alarm, followed by an off no power alarm. Troubleshooting was performed, and the customer stated that the drive support cap was loose. No damage to the battery cap noted. The customer did not want to continue troubleshooting. She stated she was able to program a bolus, and the insulin pump appeared to be working now. Advised to monitor closely and call back as needed. Nothing further was reported.